Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the battery was tilted. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference and to lower the risk of infection. No device malfunction was suspected. The patient was doing well postoperatively.